Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was surgically abandoned due to noise and oversensing resulting in pacing inhibition for less than 2 seconds. There were also several ventricular tachycardia (vt) episodes stored, in which one of the episodes provided inappropriate anti-tachycardia pacing (atp). A lead fracture was suspected, but not conclusively identified via x-ray. The lead was not tested with the pacing system analyzer (psa) prior to being abandoned. A new rv defibrillation lead was successfully implanted. No additional adverse patient effects were reported.